Event description:
It was reported that patient is experiencing pain in hip area and back. He is unsure if back pain is related to hip pain.

Manufacturer narrative:
An event regarding pain involving an unknown stryker right hip was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. Furthermore, patient also noted that he thinks the issues he was experiencing was with his back and not the hip.

Event description:
Via phone conversation with patient 11/04/2014, he believes that the issue he was experiencing with his hip was actually stemming from his back. He has had medical treatment for his back and his hip is feeling better. He does not want to pursue an investigation with us and declines providing us with a signed authorization form at this time. He will reach out to us if he decides to reopen his case.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.